Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged and migrated into the right ventricle. There was a hypothetical conversation regarding the possibility of the dextrus right ventricular lead sensing the dislodged atrial lead, leading to rv pacing inhibition. Additional information clarified that no pacing inhibition has occurred to date. A revision procedure will be scheduled in the future to address the atrial lead. No adverse patient effects were reported.